Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that there was a leak in the hemostatic valve of the vizigo. Blood was running out but ok with the ablation catheter in and the physician didn¿t want to change the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was used in the patient but in the right atrium only, the physician said he wouldn¿t use it in the left atrium but decided to use it in the right atrium. The reporter didn¿t think air entered the body and the hemodynamics were not compromised due to the bleeding. The physician didn¿t mention how much blood was lost but my (reporter) approximate would be 1-2 cc. No medical intervention was needed it was very minor. As soon as we put the ablation catheter in the sheath the bleeding stopped. This is event has been assessed as a hemostatic valve separation as it is most likely the blood leak occurred due to a malfunctioning/dislodged valve. Since backflow of blood was not considered to be excessive, nor that patient¿s hemodynamics was compromised or that any intervention was required; this will not be considered a patient adverse event.

Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that there was a leak in the hemostatic valve of the vizigo. Blood was running out but ok with the ablation catheter in and the physician didn¿t want to change the sheath. The reporter didn¿t think air entered the body and the hemodynamics were not compromised due to the bleeding. The physician didn¿t mention how much blood was lost but my (reporter) approximate would be 1-2 cc. No medical intervention was needed it was very minor. As soon as we put the ablation catheter in the sheath the bleeding stopped. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. This finding was reviewed and determined it continues to be deemed MDR reportable. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed, and no internal action related to the reported complaint condition were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ additionally, the customer also provided pictures of the complaint device to aid in the investigation. Based on the pictures provided by customer, hemostatic valve appears dislodged in the hub. The customer complaint was also confirmed based on the picture received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).